Manufacturer narrative:
(B)(6). The circumstances under which the issue occurred are unknown, upon inspection, a circular dead pixel area approximately 3 cm in diameter was observed in the lower left corner of the display. The equipment cannot be powered on, the fault cannot be checked, and no other information can be provided. Due to the high cost of repair, the hospital will not repair the faulty equipment. As no further action is required at this time, this complaint will be closed. Should additional information become available, the investigation will be updated accordingly.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) equipment malfunctioned and had not been repaired. During inspection, a circular dead pixel with a diameter of about 3cm was found in the lower left corner of the screen. There was no patient involved.